Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received that, there was no patient harm associated with the patient.

Event description:
A operating room supervisor reported that following an intraocular lens (iol) implant procedure, the patient had severe blurry vision & starburst. The iol was explanted approximately 2 months following the initial implant procedure. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. (B)(4).